Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of atelectasis requiring treatment (exact treatment unknown). On (B)(6) 2016 the patient was admitted for the bt procedure as planned by the physician. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment performed in the right upper lobe of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient developed atelectasis and asthma exacerbation. The patient was given systemic steroids to treat the asthma exacerbation. The patient¿s atelectasis required treatment, although the exact treatment is unknown. On (B)(6) 2016 the patient recovered from the event and the patient's condition was stable. On (B)(6) 2016 the patient was discharged from the hospital.